Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead, (B)(6) 2001; 4524 implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported the device and leads were removed due to infection with vegetation on the leads. A new device and leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.